Manufacturer narrative:
Product complaint#: (B)(4). Complaint conclusion: as reported by the field, during a mechanical thrombectomy, an emboguard 87, 95 cm balloon guide catheter (bg8795c) was kinked on retrieval at the end of the procedure. The emboguard was used to gain access into a very tortuous common carotid artery (cca). After several attempts managed to gain access to left internal carotid artery (ica) with a stiff terumo wire and cordis sim2 catheter. The embogaurd was then tracked well into left ica. On retrieval, it was found that the emboaguard had kinked towards the distal segment of the catheter. Additional event information was received on 20-nov-2024 indicating that the surgical access was from the femoral artery. A peel-away sheath was not used. An 8f introducer sheath was used. The event did not result in any undue procedural delay that could be considered clinically significant. The catheter was reported to have cracked/kinked. The device was not returned; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the complaint product available to be returned for analysis, the reported issues in the complaint cannot be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy, an emboguard 87, 95 cm balloon guide catheter (bg8795c, lot unknown) was kinked on retrieval at the end of the procedure. The emboguard was used to gain access into a very tortuous common carotid artery (cca). After several attempts managed to gain access to left internal carotid artery (ica) with a stiff terumo wire and cordis sim2 catheter. The embogaurd was then tracked well into left ica. On retrieval, it was found that the emboaguard had kinked towards the distal segment of the catheter. Additional event information was received on 20-nov-2024 indicating that the surgical access was from the femoral artery. A peel-away sheath was not used. An 8f introducer sheath was used. The event did not result in any undue procedural delay that could be considered clinically significant. The catheter was reported to have cracked/clinked.